Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the lid came loose during sample homogenization and the staff got covered in blood. This is a malfunction that could result in exposure of patient or a clinician to contamination from either blood or drug, if the malfunction were to recur. There was no patient involvement and there was no reported harm.